Manufacturer narrative:
(B)(4). Visual, dimensional and functional analysis were performed on the returned device. The reported deflation issue was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of occurrence has been estimated.

Event description:
It was reported that the procedure was to treat an unknown lesion. There is no information on this complaint other than there was a deflation issue with the armada 35 5 mm / 20 mm balloon catheter. It is unknown if intervention was required, however there was no patient injury reported. No additional information can or will be provided.